Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt's (B)(6) scs system includes a percutaneous lead implanted on (B)(6) 2010. It was reported the pt lost stimulation in his painful areas. The only stimulation felt was said to be around the ipg. An x-ray was taken which revealed a kink in the pt's lead near the anchor site causing damage to the lead wires. Surgical intervention will be undertaken at a later date to address this issue.